Event description:
On 4/9/76, rptr had a bilateral subcutaneous mastectomy with insertion of implants for fibrocystic disease. On 3/15/77, because of capsular contraction, rptr had a closed capsulotomy of right breast. The procedure was partially successful, breaking capsule in two areas. Both implants were reinserted with open capsulotomies. On 7/1/92, rptr had removal of bilateral breast implants. Right implant was ruptured outside reconstructed breast with no silicone gel spill within pt. Left implant had intracapsular ruptures which was not incurred with removal and confirmed by capsule surrounding the implant. Problems include the following: fibrocystic breast disease, breast tenderness, firmness and capsular contractures, colds, fevers, jaw pain-neuralgia, stiff neck, otitis, lymphadenitis, loss of appetite, nervousness, pid, tiredness, sleeplessness, depression, numbness, dry vagina, right wrist injury-acute carpal tunnel, left hand ulnar nerve damage, diarrhea, lack of energy, sinusitis, rhinitis, bronchitis, cervical sprain, cigarette fell into eye, arthralgias, mild degenerative spine, joint symptoms, headache, nausea, chronic cephalgia neck, duodenitis, arthritis of fingers and wrists, migraines, capsular contractures, implant leakage, arhtritis with symptoms, joint swelling, pain, stiffness, hardening of skin around implant, swelling of hands/fingers, breast tenderness, fatigue, general aching/stiffness, swollen glands, weight loss, coldness of extremities, malposition of implants, crooked placement of implants, wrinkling and implant migration.